Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4) . A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in germany: "perfusor went out during operation" according to the customer: the pump went out during operation and did not give an alarm.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: perfusor space. 2.2 article number: 8713030. 2.3 serial number/batch: (B)(6). 2.4 software version: 688n030005. 2.5 hours of operation: 4914. Statement r&d: analysis of the history data regarding the complaint: perfusor has shut down during operation without alarm sounded. Receipt of the complaint 05.02.2024. Last logged day in the device history before receipt of the complaint is 02.02.2024. Analysis of the device history data: 08:07 device switched on by user. 08:08 disposable 'b.braun ops 50ml' selected. 08:08 drug 'nora0,1' selected. 08:08 rate 3 ml/h set. 08:08 infusion started. 08:08 infusion stopped. 08:08 standby mode selected. 08:24 standby mode aborted. 08:24 rate 1 ml/h set. 08:24 infusion started. 08:24 bolus 0.6 ml. 08:27 rate 3 ml/h set. Several rate changes between 4 ml/h to 10 ml/h. 09:26 rate 10 ml/h set. 09:48 infusion stopped with alarms 'syringe holder open' and 'syringe not correct inserted'. 09:48 alarm 'syringe holder open' confirmed by user. 09:48 device switched off by user. 10:34 device switched on by user. 10:35 device switched off by user. 10:39 device switched on by user. 10:39 device switched off by user. Analysis of the device alarm history. There is no device alarm listed on 02.02.2024. Note that a device alarm da 1111 would indicate that the device switched off without any user operation. Summary: it could not be determined that the device switched itself off during operation without an alarm. The device stopped the infusion with an alarm and the user then switched the device off. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, were intact and undamaged. The technician seal on the lower housing is not available. The hinge on the left is mechanically damaged. Contacts of the p2 plug are attacked by liquid residue. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A ops 50ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 disassembling: the device was disassembled and the inside was investigated. The housing top and the right hinge are also mechanically damaged. 3.5 test equipment: 3.6 for examination used disposables: description: ref.: lot: ops 50ml, 8728844f, 22d28d8001. 4. Judgment: 4.1 the complaint could not be confirmed. It could not be determined that the device switched itself off during operation without an alarm. The device stopped the infusion with an alarm and the user then switched the device off. Summing up all tests, the perfusor space operated within our specification. No product deviation. Addition information: we recommend replacing the p2 plug and the upper part of the housing and both hinges. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.